Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call, the act and up arrow buttons on the insulin pump weren't responding properly. Customer had to press it several times for it to respond. Customer stated that sometimes the device would have a constant tone, not after bolus. The device had also alarmed no delivery. The customer reported her blood glucose as good and no numerical value was given. Customer is not returning the device for analysis.